Event description:
A foreign object was floating in pitcher once saline was poured. Discovered during procedure. No delay to case. Pitcher with foreign object was removed from the sterile field and discarded. No patient contact.